Event description:
It was reported that this right ventricular lead exhibited out-of-range (oor) pacing impedances measuring 2200 ohms. Additionally, there was observations of noise. At this time, the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).